Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The exp date is currently unavailable. Investigation summary: the complaint device was received and evaluated. It was observed that the grasper could not be moved in or out smoothly using the trigger of the device. This complaint can be confirmed. Visual inspection revealed that the distal tip (hook) was bent. It is possible that the device was mishandled, which could cause damage to the internal components of the device. Another possible root cause could be that the internal components could've been jammed, causing button to not fully engage with the wire. A CAPA has been initiated to investigate this issue further. A possible root cause could not be determined at this time. A non-conformance search was performed for this part#: 251723, lot#: l973661 combination and no other nonconformances were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer via phone that during a shoulder repair procedure the customer's ideal suture grasper 60 degree hook would not retract back into the device. During in-house engineering evaluation, it was determined that the distal tip (hook) on the device was bent. It was reported that the surgery was completed with another like-device with no patient harm or delays. The customer was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.